Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of urinary incontinence is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3. Date of event: the exact event date was not available, therefore the date 03/01/2025 was used as an estimate, based on the patient's report that the device stopped working in the spring of 2025.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A few months ago, the patient reported that the aus was no longer working. During explantation, the physician observed a hole in the cuff and suggested it may have occurred during the removal process, though this could not be confirmed. Fluid loss from the device was also noted. The aus was explanted and replaced. No further patient complications were reported.